Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the faulty output from serial digital interface may have been caused by static electricity. However, the specific cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, the evis exera iii video system center did not produce image. The issue was found during receipt of inspection. There were no reports of patient involvement.

Manufacturer narrative:
The device inspection showed, that there were two serial digital interface video outputs. And although, measures against grounding and static electricity were implemented, there was still no video output. No abnormalities other than what was reported were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.